Manufacturer narrative:
The device was returned due to patient's death. As received, the device was above elective replacement indicator (eri). The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. No anomalies were found.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was congestive heart failure, cardiomyopathy, coronary artery disease. No additional information was reported.